Manufacturer narrative:
The patient's age at time of event or dob and weight are unknown. This information was not available from the facility. Lab analysis confirmed a distal bond disruption. Recurrence of the malfunction could result in a mild vessel injury (non-flow limiting dissection). Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. (B)(4). The angiosculpt device was returned for evaluation. Visual examination found a distal bond disruption. All pieces of the blue polyether block amide (pebax) that lifted from the bond was intact and did not separate from the device. The inner member inside the balloon was stretched and the scoring element was misaligned. Per the IFU, arterial dissection and retained device components are listed as possible adverse effects of the procedure.

Event description:
After the balloon was inflated for vaivt, some resistance was felt. When the balloon was removed from the body, blue fibrous material was attached near the distal end of the scoring element. Because the user felt bad to the device, the procedure was aborted. An additional angiosculpt device was available for use, however the user did not want to use any other devices on the patient because of the unknown material. No information on the patient and on the concomitantly-used devices could be obtained.